Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) attempted to dial into the station and received a timeout error. The tss tried to contact customer for further information but there was no response from the customer end and proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck at blue carefusion. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.